Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 3, item# 42500605402, lot# 63729629. Articular surface fixed bearing posterior stabilized (ps) right 10 mm height, item# 42522400710, lot# 63793635. All-poly patella cemented 29 mm diameter, item# 42540200029, lot# 64100114. Unknown bone cement. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and eight months' post implantation due pain and loosening of tibia component. After undergoing a total knee arthroplasty, the patient experienced pain and loosening of tibia component was observed. The loosening seems to have occurred upon deep flexion. Backward of tibia component sank and the component inclined forward. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.